Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme stabbing pain in the circled location') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickle allergy/broke out like that over my entire body") and dermatitis allergic ("nickle allergy/broke out like that over my entire body") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, weight decreased, allergy to metals and dermatitis allergic outcome was unknown. The reporter considered allergy to metals, dermatitis allergic, pelvic pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media, medical device removal, allergic dermatitis, allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme stabbing pain in the circled location') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickle allergy/broke out like that over my entire body") and dermatitis allergic ("nickle allergy/broke out like that over my entire body") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, weight decreased, allergy to metals and dermatitis allergic outcome was unknown. The reporter considered allergy to metals, dermatitis allergic, pelvic pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media, medical device removal, allergic dermatitis, allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event added- nickel allergy/ broke out like that over my entire body. Reporter added. Fu 1,2,3 4 processed together. On 23-mar-2020: social media content: medical device removal was updated for event pelvic pain. Reporter added. On 28-apr-2020: coding correction regarding the event broke out like that over my entire body. On 23-mar-2020: social media received: reporter was added. No new clinical information was received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.